Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: atrial fibrillation in patients with embolic stroke of undetermined source during 3 years of prolonged monitoring with an implantable loop recorder. Thrombosis and haemostasis. 2021. Doi: 10.1055/a-1346-2899. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders. The article reports one patient who had their implantable cardiac monitor (icm) removed due to thoracic pain. There were other patients with atrial fibrillation (af) detections which were false positives due to various arrhythmia detections, and oversensing and undersensing artifacts. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.